Manufacturer narrative:
(B)(4). Death initially reported incorrectly as (B)(6) 2008. Correct date of death is (B)(6) 2008.

Event description:
It was reported that 5 days post xience v stent implantation in the mid left anterior descending artery (mlad), the patient was rehospitalized with left sided weakness which was diagnosed as a cerebral infarction. The patient was treated with medication. On (B)(6)2008, the patient died. Cause of death was endocarditis with embolism to the brain. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Cerebrovascular accident (cva), embolism, infection, and death are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.